Event description:
The event is reported as: the balloon leaked one hour after catheter insertion. No injuries reported.

Manufacturer narrative:
It is unclear if it was the pt or the nurse who originally reported this complaint. Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.